Manufacturer narrative:
At this time, the lead remains capped. If the lead is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had no capture at max output. A revision procedure was performed, where the ra lead was surgically capped and replaced. No additional adverse patient effects were reported.